Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately eight years and three months post implantation, the patient was revised due to pain, swelling, limited mobility, polyethylene insert wear, patellar implant migration, and osteolysis of the tibia, patella, and femur. During the procedure, aseptic loosening of the tibial and patellar components, severe synovitis, tibial anterior radiolucency, and erosion of the femur were noted. The tibial tray, tibial bearing, and patellar component were revised. Upon follow-up, the patient was satisfied with restored range of motion and minimal pain.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr por fem-rt 65: catalog#183048, lot#478080; vngd cr tib brg 10x71/75 mm: catalog#183440, lot#339810; bmet arcom ap pat w/wire 28mm: catalog#11-150825, lot#791390. Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2022-00205; 0001825034-2022-00206; 0001825034-2022-00208. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h10. Upon reassessment of the reported event, this device was determined to be not reportable. The attributable malfunctions of this device such as loosening are due to osteolysis caused by wear of the polyethylene components. The initial report was forwarded in error and should be voided.

Event description:
See h10 narrative.